Manufacturer narrative:
Reader (B)(6) has been returned and investigated, visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button or with retain strips. The reader was senf for further investigation and de-cased. Internal visual inspection was performed on the pcba (printed circuit board assembly) and liquid contamination was observed. Liquid contamination was also observed on the strip port. Burn marks and discoloration was observed near the y1 crystal component on the pcba. Extended investigation was also performed. The investigation further details that liquid contamination to the pcba and decoloring to a contact point on the pcba was observed however, only discoloring was found. No burn marks were observed. The returned reader's battery was measured at 4.16v, which is within specification of 3.7v to 4.2v. The discoloring observed on the pcba is due to the liquid contamination. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not start after sample was applied. The product was returned and investigated for the testing issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.